Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse indicated that the patient had an infection at the incision site. Antibiotics were provided. The device remains in use. No further patient complications have been reported as a result of this event.